Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift and efm.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service agent that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.